Event description:
The elite meter was reading low compared to a contour meter. During troubleshooting, it was discovered that the elite meter was in mmol/l rather than mg/dl. The customer was reading 12.8 mmol/l as 128mg/dl. The meter was switched back to mg/dl.